Event description:
Upon review of the post-op o-arm 2 spin, it was observed that the l4l screw missed plan laterally. The l4l screw was then replanned, reinstrumented, and a post-op spin showed it accurately placed to plan. Dr.(B)(6) is asking for guidance as to the likely cause of the lateral misplaced screw.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The evaluation of the case logs indicated that the misplacement of the implants was due to excessive deflection forces on the end effector, or skiving, while navigating instruments through the end effector. The case logs from the procedure showed several warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector have the ability to cause the instrument to skive depending on the technique of the user. Instrument skiving can lead to the misplacement of implants. Ultimately, the user was able to revise the misplaced screw intraoperatively. There was no reported adverse effect to the patient. (B)(4). The cause of the reported issue can be traced to user technique.